Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, a probable cause of the lamp shutting off is likely due to dust. The following information is stated in the instructions for use (IFU): ¿·3.3 installation of equipment (extract) a) clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. B) if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation- the lamp keeps shutting was not confirmed. The lamp was burned in unit for hours during estimation, not able to detect lamp shutting off. Inspection revealed heavy dust inside unit, heavy dust accumulated on lamp chamber fan and heavy dust clogging top cover grill ventilation. In addition, the evaluation found the bottom chassis corroded, corrosion inside air pump tubing and corrosion inside scope socket tubing. Socket slider switch had poor connection caused intermittent use of high intensity mode. The main power switch was a previous version needed to be upgraded. The olympus lamp life meter was reading below 50 hours, light output measured within range. Fan was running ok and the air pressure tested within specification. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using during an unspecified procedure, the evis exera iii xenon light source the lamp keeps shutting off in the middle of cases. The case that occurred on (B)(6) 2023 was completed using the same device. There were no reports of patient harm/delay or impact associated with this event. Related patient identifiers: the customer reported that the device was failing in the middle of cases. (B)(6) addresses the failure that occurred on (B)(6) 2023. (B)(4) addresses the failures that occurred during procedures in which the event dates were unknown.